Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25125745 and 25129321. The last 2 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Traces of blood were observed on the loading device. The delivery device was returned outside the loading device. The seal and tension spring assembly was returned separately outside the loading device. The slide lock was engaged. The plunger was not depressed on the delivery device. No crack/delamination of seal was observed. The following measurements were taken; the inner delivery tube diameter was measured at .198 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed.

Event description:
The hospital reported a incident occurred with the heartstring device when doctor tried to use device it didn't work. Device was checked and the white round patch inside looks weird and stuck inside. A replacement device was used to complete the procedure. Additional information 1/31/2017- we just open the package and handed it to dr. (B)(6) but when he's about to use it, it doesn't work. We checked it and the white round patch inside looks weird and stuck inside. We really don't know why it's not working. When we open the second package everything is great! "

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported a incident occurred with the heartstring device when doctor tried to use device it didn't work. Device was checked and the white round patch inside looks weird and stuck inside. A replacement device was used to complete the procedure